Event description:
It was reported that this lead was explanted due to it dislodged. An x-ray was performed. The lead also exhibited loss of capture (loc) and device sensing issues. A new lead was successfully implanted. No additional adverse patient effects were reported.